Manufacturer narrative:
Statement was erroneously omitted from initial report submitted on 10/13/2019. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). The investigation of the returned device was completed by the failure analysis lab on 5/14/2019. Device evaluation summary: it was reported that a patient experienced a rupture on a breast implant. During analysis of the device it was found ruptured. No anomalies were discovered. Since the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot.  Breast implants are not lifetime devices. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implants to rupture: stressing the implant during implantation and weakening it; excessive force to the chest; compression during mammographic imaging and others. Breast implants may also simply wear out over time. No further investigation will be conducted on this complaint due to external cause. Complaint information will be included in complaint trending that is reviewed and monitor by monitored by quality assurance on a regular basis to determine if further action is necessary. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation surgery with a 535cc mentor memorygel breast implant experienced left sided rupture post procedure. As a result, patient had undergone removal and replacement with a 535cc mentor memorygel breast implant on (B)(6) 2019.